Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify button not responding due to blank display. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed stuck button and unable to clear the alarm. The customer¿s blood glucose was 13.0 mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm and crack on the battery compartment. Customer also reported that there is moisture inside the battery compartment the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.